Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when it was found have been potentially caused by broken fibers/opticals. In addition to the reportable malfunction of white contamination in the air/water channel, the evaluation found a chipped light cover and optical cover glasses, worn glasses adhesive, distal end adhesive lifting, delamination of insertion tube, stain marking on insertion tube, worn and colored ring on aspiration housing, image was out of alignment, and electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had an angulation malfunction. The device was returned and during the device evaluation the following reportable malfunction was found: white contamination in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.